Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: paresthesia, cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 375cc smooth mentor memorygel breast implant experienced left-sided paresthesia and cutaneous contour deformity postoperatively. The patient reported that three months after an unspecified illness, she started experiencing irritation and burning in the left breast, radiating to the armpit and arm. The nipple is inverted with a bump growing at the bottom, and the breast is misshapen. As a result, the patient underwent explantation on (B)(6) 2021.